Manufacturer narrative:
.

Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the pt's right (od) eye. At the three month post-operative exam it was noted that a cataract had developed. The iris was pushed forward towards the posterior corneal surface due to excessive vaulting of the lens. The anterior chamber was shallow. The lens will be explanted at a later date.